Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
In 2007, this pt rec'd gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. The first two tag devices were implanted successfully at the proximal and distal ends of the aorta. However, the olive tip of the third tag endoprosthesis prevented it from smoothly traveling through the distally implanted device. The physician chose to withdrawal the undeployed device and gore introducer sheath. With some resistance, both were removed simultaneously with the right iliac rupturing in the process. The pt went into cardiac arrest. The physician applied pressure and resuscitated the pt. The iliac was repaired through an extraperitoneal approach by oversewing the hole in the iliac artery and performing a fem-fem crossover to restore perfusion to the right limb. The pt is doing well. No third tag device was implanted; however, as reported by the physician, the aneurysm was effectively treated with the initial two devices. The sheath and tag device were returned to gore for eval.